Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported customer was at a restaurant and he was having high blood glucose around 400 mg/dl. He got home, changed infusion sets, and treated with a five unit bolus. Customer's blood glucose is now 302 mg/dl. He experienced exhaustion. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer is calling back after receiving tubing clamps to complete the high pressure test. Customer's wife mentioned that customer is on new medication for a urinary tract infection, but she is unsure if the medication is causing customer's high blood glucose. She was advised to consult their doctor. At the end of the call, customer's blood glucose was 218 mg/dl. Nothing further reported.